Event description:
Her device read 266mg/dl while the doctor's device read 86mg/dl within 90 minutes. She states that no treatment was received. Thirty minutes later, she reports testing again on her device with a result of 260mg/dl. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.